Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of the motor arm cannot communicate with the main arm, the critical block and inverse critical block did not add to zero, and stuck button from the insulin pump. The customer's blood glucose reading was 13.0 mmol/l. The customer had issues with the pump delivering insulin. The customer uses the mio and quick-sets. The customer stated that since last year they had issues with blood glucose readings. The customer had multiple stuck button alarms over the last 30 days.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed the self-test. The insulin pump was monitored for several days and no pump error 15 or pump error 4 alarms noted. The insulin pump was programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through test infusion set noted. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No stuck button alarm during our testing. No unlocked keypad connector during our visual inspection. The insulin pump passed the leak test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.